Event description:
The trial fit well; however, the implant appeared to be too large. It seemed to be closer to an xxl in size. The component was implanted in the pt. There was no adverse consequence for the pt.